Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of both of the patient's leads. As a result, surgical intervention may be undertaken to address the issue.